Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter reported that they received a battery out limit alarm after battery change. The customer's daughter reported that the insulin pump went to blank display. The customer's blood glucose was 573 mg/dl at the time of incident. The customer's daughter stated that they treated the high blood glucose with the insulin pump. The customer's daughter stated that the insulin pump was not blank and was alarming at the time of call. The customer stated that the battery out limit alarm did not recur after inserting a battery during troubleshooting. The insulin pump will not be returned for analysis.